Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant tni results was unknown. The fse performed a preventive maintenance service, replaced the acid and base pumps, sample syringe, aligned the reagent probe and corrected a leak in the rinse block. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant troponin ultra (tni ul) results were obtained on two patients on an advia centaur cp instrument. The discordant tni ul results were reported to the physician(s). The same samples were re-tested on the same instrument and on an alternate system. The results obtained from the alternate system were sent to the physician(s) as the corrected results. The physician(s) requested a redraw of the patients and the redrawn samples were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni ul results.